Manufacturer narrative:
The subject device was received and evaluated . Device evaluation, the following findings were noted : the coil sheath was cut 1846mm from the tip, at the base of the operating part (actuator). The tube sheath was cut 1893mm from the tip, at the base of the operating part (actuator). The loop was sent with the device. The loop was severed, however, there was no deformation at the loop's hand side. The control pipe of the actuator was broken. The fracture surface of the coil sheath was found to be fractured by the tool there was no deformation or bending of the hook. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after ligating the loop of hx-400u-30 to the polyp during a colon polypectomy procedure, the physician tried to bind the polyp, however, the slider did not move. Although the physician moved the slider and sheath, the loop cannot be released from the polyp, therefore the physician cut the sheath and remove the scope, and the loop was released from the polyp. The intended procedure was completed using another hx-400u-30. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the proximate side of the loop was temporarily retracted into the coil sheath, and the loop was caught in between the coil sheath and the hook. This prevented the slider from moving and the loop could not be detached from the coil sheath. Under these circumstances, the slider was forcefully operated. As a result, the operating pipe was bent and broken. Detachment fault of the loop was likely caused by the mechanism below: 1) the loop was detached from the hook while the coil sheath was being retracted into the tube sheath, or the loop was hung on to the tissue and it was positionally fixed at the distal end of the tube. As a result, the loop was unable to release. 2) the tube sheath was pulled toward the proximate side while the hook was extended from the distal end of the coil sheath. 3) since the tube sheath was pulled toward the proximate side, causing the tube to pull the loop. This caused the loop to retract into the coil sheath. As a result, the loop was caught in between the hook and inner surface of the coil, and the loop stopped moving. 4) the slider was forcefully operated in state of ¿3¿ description. This had caused the operation pipe and to break. The cause of the buckling of tube sheath could not be identified. It is likely that the loop was severed for emergency measures. The following is included in the instructions for use (IFU): "do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual." "Do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual." "Do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual." "Never use excessive force to operate the instrument. This could damage the instrument." Olympus will continue to monitor field performance for this device.